Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a merlin.net transmission revealed an alert for low impedance on the right ventricular lead. The patient was brought into the clinic and the right ventricular lead exhibited low impedance and high thresholds. The device was reprogrammed to the unipolar configuration. On (B)(6) 2015 the lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 35.7cm to 36.3 cm, 39.1 cm to 39.4 cm and 43.4 cm to 44.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported impedance and threshold anomalies